Event description:
This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. Mss reviewed pa test results for this complaint lifescan received the test strips and meter involved with this complaint. The patient¿s test strips and meter were evaluated on (B)(6) 2013 and (B)(6) 2013 respectively. The test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. The meter passed all testing with no faults found. The reported issue could not be reproduced. The patient compared their verio meter to another meter. The patient had obtained a 105 mg/dl at 2:59 pm and then at 3:27pm the patient obtained a 170 mg/dl. The patient denied exhibiting any symptoms or receiving any medical treatment due to the alleged issue. Readings were done greater than 30 minutes from one another. The complaint was being ruled out since there is no evidence that the meter caused or contributed to an adverse event. There was also no evidence that the meter malfunctioned since the results were greater than 30 minutes from one another.